Manufacturer narrative:
(B)(4). As the sample was unavailable and the lot number was unknown, no evaluation or batch review could be performed.

Event description:
A customer reported that iodine was absent in one connection shield. There was no patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additionalm relevant information becomes available.